Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿not possible to use the devices the handles didn't work lot number are not available¿ the failed units were returned for examination. The handle on each unit is non-functional, and this confirms the complaint description. The lot details engraved on each of the guns indicate that they were manufactured between 2008 and 2012. The manufacturer warranty period on this type of product is 2 years. The failed units have therefore exceeded the manufacturer warranty period by at least 6 years. In conclusion, the root cause for this complaint is wear and tear. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint states: ¿not possible to use the devices the handles didn't work lot number are not available¿.

Event description:
Not possible to use the devices; the handles didn't work. Lot number are not available.